Event description:
It was reported that the customer who says that he is experiencing some leakage with his male pw. He says he has already done or is doing everything I suggested as far as making sure his private area is cleaned with soap and water before applying the wick. Press firmly on the adhesive to make sure it is sticking properly but it is still leaking and not collecting anything, also makes loud obnoxious sounds and gurgling sounds. Rn advised the patient to make sure tubing is tight and secure also to try switching tube ends. Callback scheduled for tomorrow to transfer to cs for replacement unit. Survey offered. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared).

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. The reported event is not attributed to a device malfunction. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warnings: do not use on irritated skin. Examples include, but are not limited to, rashes, skin tears, or blisters precautions: do not use barrier creams, lotions, or ointments on the penis or pubic skin around the base of the penis when using the device. These may impede suction or weaken adhesive. Recommendations: wash hands thoroughly before device placement. Ensure the device remains connected after turning the user, monitoring for pulling and tension on the device. Remove the device prior to walking. Check device placement and user¿s skin at least every 2 hours. Placement of purewicktm male external catheter: trim or clip the pubic hair to ensure the product securely adheres to the skin. Check the skin and do not use if there is irritation or breakdown. Clean the penis and the skin around the base of the penis with soap and water or soap and water wipes. Dry skin prior to positioning the device. Note: moisture or soap residue on skin will weaken the adhesive. Position the device, aligning drainage fitting towards the feet of the user. Slide the opening of the device over the penis until close to, but not touching, the skin around the base of the penis. Center penis within the opening. Do not place scrotum inside the device. Remove the bottom adhesive peels off and press the device against the skin below the base of the penis. Remove the top adhesive peels off and press the device against the skin above the base of the penis. Ensure device has fully adhered around the base of the penis by pressing down on the adhesive. When to replace purewicktm male external catheter: replace the device at least every 24 hours or if soiled with feces, blood, or semen. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- a, f, g, h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer who says that he is experiencing some leakage with his male pw. He says he has already done or is doing everything I suggested as far as making sure his private area is cleaned w/ soap and water before applying the wick. Press firmly on the adhesive to make sure it is sticking properly but it is still leaking and not collecting anything, also makes loud obnoxious sounds and gurgling sounds. Rn advised the patient to make sure tubing is tight and secure also to try switching tube ends. Callback scheduled for tomorrow to transfer to cs for replacement unit. Survey offered. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer who says that he is experiencing some leakage with his male pw. He says he has already done or is doing everything I suggested as far as making sure his private area is cleaned w/ soap and water before applying the wick. Press firmly on the adhesive to make sure it is sticking properly but it is still leaking and not collecting anything, also makes loud obnoxious sounds and gurgling sounds. Rn advised the patient to make sure tubing is tight and secure also to try switching tube ends. Callback scheduled for tomorrow to transfer to cs for replacement unit. Survey offered. No additional information provided. No troubleshooting was provided (prepping and placement tips shared)